Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown transmitter issue occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. In addition, signal loss was found in connection to the reported allegation. The reported event of a unknown transmitter issue is reportable based on the finding of a signal loss. No injury or medical intervention was reported.